Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.the event occurred in (B)(6).

Event description:
Customer obtained result with the mobile meter at 16:00h of 29.1 mmol/l. Aviva meter at 16:10h result of 7.1 mmol/l. At 16:18h mobile meter result was 18.4 mmol/l. No adverse event occurred. Aviva strips are not available for return.